Event description:
It was reported through literature that an asahi sion black guide wire might have contributed to vessel dissection. Publication: cardiovascular revascularization medicine 53s (2023) s292-s295 title: the importance of the "safety coronary guidewire" in the donor vessel during chronic total occlusion percutaneous coronary intervention excerpt is as follows: [case 2] a 73-year-old woman with normal left ventricular systolic function was referred for rca cto pci for management of angina refractory to maximal medical therapy. Bifemoral 7 fr access was obtained. The left main coronary artery was engaged using a 7 fr ebu 3.5 guide catheter and the rca was engaged using a 7 fr al1 guide catheter. A sion blue coronary guidewire was advanced into the left circumflex artery as a safety wire. The pressure wire was retained in the distal lad as a safety coronary guidewire. Antegrade wiring was attempted in the rca cto using a fighter (boston scientific), pilot 200 (abbott vascular, santa clara, california) and a gaia next 2 (asahi intecc) wire without success. A decision was made to attempt retrograde crossing. The activated clotting time was 318 s, and 2000 units of unfractionated heparin were administered. A septal collateral was crossed with a sion black wire using the surfing technique. A corsair microcatheter was subsequently advanced into the distal rca and a pilot 200 guidewire was advanced retrogradely across the distal cap in the extraplaque space in preparation for reverse controlled antegrade and retrograde tracking (r-cart). The patient suddenly became hypotensive. Left coronary angiogram revealed slow flow into the lad. The exact mechanism of the slow flow was difficult to ascertain but was likely due to a combination of proximal lad disease along with either spasm and/or proximal lad dissection. The retrograde equipment was removed and the proximal lad was stented using 3.0 × 34mm resolute onyx drug eluting stent, facilitated by the safety guidewire in the distal lad with restoration of timi-2 flow. The patient continued to be hypotensive and went into cardiac arrest (pulseless electrical activity). Cardiopulmonary resuscitation (CPR) was initiated. Right coronary angiogram was performed however due to non-coaxial guide position of the guide catheter, resulted in aortocoronary dissection involving the proximal rca and right coronary cusp. A lund university cardiac assist system (lucas) device was used for chest compressions followed by initiation of venoarterial extracorporeal membrane oxygenation (va-ECMO) that stabilized the patient. No cardiac surgery was needed for the right aortocoronary dissection. After 8 weeks she was discharged to a transitional care unit. A computed tomogram of the chest done 10 weeks later to rule out pulmonary embolism did no show aortic dissection. Sion black: MFR report #:3003775027-2024-00087. Corsair: MFR report #:3003775027-2024-00088.

Manufacturer narrative:
As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The literature indicated no damage of the sion black guide wire. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria. Referring to known similar events, vessel dissection was most likely associated with patient anatomy and procedural context. Therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]. Vessel dissection.